Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (3 mg/ml at 2.4 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the pump logs confirmed that the pump went empty on (B)(6) 2020 and it was because the patient had missed a refill. No patient symptoms/complications were reported. The pump was being refilled today and the issue was noted to be resolved.